Manufacturer narrative:
Investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 8212735. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Pfmea¿s 4797 and p-eura rm5942 was reviewed and process controls are very likely to detect failure modes and prevent failures end users. The reported defect is related with a incorrect use of the device there are 2 form to cause exposed needle: stylet puller and inner outer are activated together from the bottom part instead of pulling from the grips marked on the stylet puller. The prn adapter is unscrewed from the luer adapter and then the stylet is pulled from the prn instead of the stylet puller. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.

Event description:
It has been reported that one bd saf-t-intima IV catheter safety system with prn adapter 24 g x 0.75 in. Has been found experiencing safety mechanism failure during use. The following has been provided by the initial reporter: it's noticed that safety shield activation failure, result in needle tip exposed after complete penetration and remove the needle core.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd saf-t-intima IV catheter safety system with prn adapter 24 g x 0.75 in. Has been found experiencing safety mechanism failure during use. The following has been provided by the initial reporter: it's noticed that safety shield activation failure, result in needle tip exposed after complete penetration and remove the needle core.